Manufacturer narrative:
Correction to block h6: impact codes. Device technical analysis: the returned ipg was analyzed, passed all tests performed and exhibited normal device characteristics. The returned lead was analyzed, passed all tests performed and exhibited normal device characteristics. The returned clik anchor was analyzed, passed all tests performed and exhibited normal device characteristics. Investigation conclusion: the investigation concluded that the reported event of patient undergoing an explant procedure to remove the ipg, leads and clik anchor due to signs of an infection presenting a small wet wound at the site of the midline incision is identified in the directions for use dfu product label as a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation . A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
It was reported that the patient underwent a full system explant procedure to remove the implanted pulse generator ipg, lead and clik anchor due to signs of an infection presenting a small wet wound at the site of the midline incision. A culture was taken and confirmed a staphylococcus lugdunensis infection and patient was prescribed clindamycin antibiotics. Following the procedure, the patient was noted to be doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5038519. Product family: scs-lead fixation: upn: (B)(4), model: sc-4318, serial: null, batch: 21879879.

Event description:
It was reported that the patient underwent a full system explant procedure to remove the implanted pulse generator ipg, lead and clik anchor due to signs of an infection presenting a small wet wound at the site of the midline incision. A culture was taken and confirmed a staphylococcus lugdunensis infection and patient was prescribed clindamycin antibiotics. Following the procedure, the patient was noted to be doing well.